Manufacturer narrative:
So far there is no further investigation possible because of too less information. We already contacted the customer to receive more information about this incident.

Manufacturer narrative:
Conclusion: product did not contribute to event. The complaint was reviewed and analysis showed no trend. The product was not returned. Evidence that product in specification when used.

Event description:
Broken stem on tibia component.